Event description:
Nurse noted a leak in the impella purge connection site. On inspection of the device the purge cassette was intact and not leaking but the luer connection to the purge reservoir and filter was leaking. The impella rep was called to alert them of the issue and was told to call the impella clinical support line. They also suggested changing the pressure line the purge cassette was attached to. The pressure line was changed by the bedside nurse but the leak was still present and purge lows had increased while the pressures decreased. At this time critical care was notified of the issue. Imeplla clinical support gave two potential options to the issue: since the leak was at a component connected to the device itself, it could not be replaced. The whole pump would need to be replaced or the purge reservoir/filter would need to be bypassed. The surgeon was contacted about the situation and decided that bypass of the reservoir was the best course of action. The purge reservoir/filter that malfunctioned was saved for the impella rep to pick up. The impella rep was notified as well. During discussion with the imeplla rep, it was made clear that the failure of the female luer connection of the purge reservoir/filter is known to the company. They believe it to be attributed to the new bicarbonate purge solution interacting with the composition of the luer plastic causing it to become brittle. The temporary recommendation (until the plastic composition is updated) is that an intermediate line be attached between the reservoir/filter and purge line so that when the purge line is replaced the connection point getting repeated use is the intermediate line and not the reservoir.